Manufacturer narrative:
Manufacturer's reference number: (B)(4). No evidence of device deficiency was identified or alleged by the physician. The device was not returned by the user facility and was not available for analysis, and no product lot number information was provided; however, review of product manufacturing history, complaint history, capas and nonconformances of all potential lots were reviewed and there were no discrepancies or unusual findings. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by the stryker peripheral vasculature medical affairs team, who concluded that the inari devices could not be ruled out as contributory to the event. The instructions for use for 50-101, clottriever sheath contain the following warning: avoid using excessive force to advance or retract the clottriever sheath and dilator against resistance. If excessive resistance is encountered, remove the device. Excessive force against resistance may result in damage to the clottriever sheath and dilator and/or vessel; and possible adverse events/complications: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, vessel dissection, vessel perforation, hemorrhage, embolization of blood clots, embolization of arteriosclerotic plaque, air embolus, aneurysms, vasospasm, arteriovenous fistula formation, and cardiovascular collapse.

Event description:
On (B)(6) 2026, the patient underwent mechanical deep vein thrombectomy using stryker peripheral vascular devices. During the procedure the clottriever encountered resistance and a portion of the vein intima peeled off, causing vascular damage. The procedure was completed successfully and there was no need for medical intervention to prevent permanent damage. The patient recovered without sequelae.